Event description:
Information received from the field notes that the patient presented to the clinic symptomatic. The device could not be interrogated and no pacing spikes or magnet response were observed. The patient was in her own intrinsic rhythm of approximately 50 bpm. Emergency vvi and return to standard were unsuccessful and the device would not accept program- ming.